Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a two suprarenal aortic extensions, an infrarenal aortic extension, a bifurcated stent, and a limb stent. The initial implant procedure included the placement of one of the suprarenal aortic extensions in the inferior vena cava (ivc). On (B)(6) 2016 the patient had a type 2 endoleak that was monitored by the physician with the possibility of a coil embolization procedure. A secondary procedure was not reported to endologix. On (B)(6) 2017 it was reported the patient had a type 1b endoleak. The physician elected to implant an additional limb extension in the right iliac artery to seal the endoleak. During the procedure the wire manipulation during the delivery of the limb extension caused an intraoperative unknown endoleak in the distal aorta between the left iliac limb of the main body and the initial left iliac limb extension. The physician implanted an additional bifurcated stent, a non-endologix palmaz stent inside the newly placed bifurcated stent and an additional limb extension in the left iliac artery. At the completion of the secondary procedure there were no endoleaks observed. The patient is reported as doing well post procedure. There have been no additional adverse events reported for this patient.